Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation while wearing the lifevest in the hospital. Follow up indicated that the irritation was still present and lotion had been applied. The hospital indicated that the patient's condition had declined and the lifevest was removed. The hospital indicated that the irritation was 'the least of their worries'. There is no indication that the decline in the patient's condition is related to the lifevest.